Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.2-6.4cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that the lead was explanted due to increased pacing lead impedance measurements.